Event description:
The reporter stated the surgeon attempted to insert an aa4203tl toric silicone single piece lens and the lens became stuck in the cartridge. There was no patient contact.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the cartridge. There was evidence of clear surgical residue. (B)(4).

Manufacturer narrative:
Evaluation conclusions: based on the complaint history, work order search and the evaluation of the returned product, the most likely cause of the event was due to the off-label use of the injection system with this model lens. (B)(4).

Manufacturer narrative:
(B)(4) - no consequences or impact to patient. (B)(4) - lens stuck in cartridge. Evaluation method: lens work order search. Results: visual inspection of the returned product found the lens stuck in the cartridge. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received. The facility indicated they are aware using this injection system with this model lens is off-label use.